Event description:
It was reported that an intrathecal baclofen trial was done in a child with lower limb spasticity. During the 3 days following the surgical procedure, the pt was doing fine. On day 4, the hcp was not able to inject a bolus of lioresal via the chemo port. The hcp was also unable to aspirate cerebral spinal fluid (csf). The hcp decided to re-open the pt and saw that the catheter had detached from the chemo port system. The hcp reconnected the catheter to the chemo port, but was still unable to aspirate csf. The hcp then decided to re-open the back site and found that the catheter had migrated out of the intrathecal space and was lying in the subcutaneous pocket. The hcp implanted a different model spinal catheter. The pt's status was reported as "okay".

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is completed.